Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor was implanted. It was noted that after surgery the electrocardiogram waveform was normal. On (B)(6) 2023, a heart block occurred and a permanent pacemaker was implanted. The patient had an extended hospital stay to monitor the rhythm. The patient was reported to be discharged. No additional information was provided.

Manufacturer narrative:
An event of complete atrioventricular block four days after the valve was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have calcification extending beneath aortic annular plane in the interventricular septum, the patient had unknown comorbidities and pre-existing medical conditions, the valve was implanted at a final depth of 5mm non-coronary cusp and 6mm left coronary cusp. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.